Event description:
The event involved a zytomed-verabreichungs-set onko ii where a cytostatic ran over the hand of the nurse when handling an unspecified medication to be infused. This occurred when disconnecting the spinning spiros of the onko set (B)(4) from the list number o036b, the spinning spiros came loose from the luerlock connection of the onko set. There was no patient involvement and no patient harm noted. This is the second of four events reported.

Manufacturer narrative:
The device is available for evaluation, however it has not yet been received. Initial reporter phone: (B)(6).

Manufacturer narrative:
Received one used list # (B)(6), zytomed-verabreichungs-set onko ii; lot #4096749, two used unknown infusions sets, and one chemoclave bag spike (unknown list and lot#) and were visually inspected. As received, the spiros of list # (B)(6) add-on set was disconnected from the male luer adapter. Per the product design configuration for list # (B)(6) the spiros should be bonded to the male luer adaptor. Little to no solvent was present on the disconnected components. No other damage or anomalies were identified. The reported complaint can be confirmed. The probable cause is due to an error during manual assembly. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 5/12/2022, e1 - initial reporter phone: (B)(6).